Event description:
The customer reported a communication failure error message. This error resulted in x-rays being disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on generator power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.